Event description:
This is a report from a us nurse of infection in a finger and fatal fungal peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip). During a call with baxter customer services, the nurse reported on an unspecified date in 2010, the patient developed an infection in a finger (unknown) which required amputation. On an unspecified date in 2010, the patient experienced fungal peritonitis. It is unknown what treatment and interventions were provided for the fungal peritonitis. On (B)(6)2010, the patient expired. It is unknown if an autopsy was performed. The cause of death was reported as fungal peritonitis. Dianeal therapy was ongoing at the time of the patient's death. Per the nurse, the events of infection in the finger and fatal fungal peritonitis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).the sample was discarded, therefore no evaluation was performed.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.